Event description:
Following a gynecological procedure in 2004, exposure of the mesh at the back of the vagina was noted in about 2 1/2 months later. In about 3 weeks later, the exposed mesh was resected and a colporrhaphy was performed.